Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a missing piece of haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter would not load properly in the cartridge. No harm to the patient, no patient contact. The back up lens was used with no issues. Cause of event was unknown.

Manufacturer narrative:
Corrected data: the reporter indicated that a 12.6mm micl12.6 implantable collamer lens of -10.0 diopter tore during loading as it would not load properly in the cartridge. There was no harm to the patient and no patient contact. The back-up lens was used with no issues. The cause of the event was unknown. Claim# (B)(4).